Manufacturer narrative:
The manufacturer previously reported the device failed a step during testing and the oxygen blending module was replaced to address the issue. Additional review indicates the system board was replaced to address the test failure, not the oxygen blending module board as previously reported.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue. The tubing to the active exhalation control module was disconnected. The tubing was reconnected to address the issue. The device had evidence of physical damage.